Event description:
A complaint was received reporting high readings with the adc device. The customer felt unwell and was provided glucose for treatment by both non-healthcare professional and healthcare professional. There was no report of death or permanent injury associated with this event. A readings comparison of 200 mg/dl from sensor against 46 mg/dl from healthcare meter was provided. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.